Event description:
It was reported that patient enrolled in a clinical study and underwent a total right hip arthroplasty on (B)(6) 2010. Subsequently, it was found patient developed a superficial infection on (B)(6) 2010. There has been no revision reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02654 / 02656).